Event description:
Customer is reporting a blood leak alarm in the centrifuge chamber. Name and function of complainant: not provided. Issue started on: (B)(6) 2013. Reported to distributor via email on (B)(6) 2013. Blood leak alarm centrifuge chamber occurred at 145 ml whole blood processed. Customer confirmed blood leak. Customer aborted treatment. No fluids returned to the pt. Pt treatment was started over again straight away. Customer inspected kit for the source of the leak. Blood was noted external to the tubing above the level of black flange located on top of centrifuge bowl. Kit and smart card were returned for investigation.

Manufacturer narrative:
Review of lot file b104 was conducted and shows no non-conformances associated with this event type. This lot met all release requirements. Complaint lot review was conducted and there was only one other centrifuge bowl leak alarm reported to date for this lot. The assessment is based on the info available at the time of the investigation. The root cause of the centrifuge blood leak could not yet be determined as the product investigation is still ongoing. (B)(4).